Event description:
Livanova received report of pump motor head malfunction on a cp5 console. The issue occurred during setup and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the cp5 console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not find any issue. During on site visit, customer communicated to the livanova technician that he was not 100% sure that the error code was the one reported to livanova. However, the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
During on-site visit, customer communicated to the livanova technician that he was not 100% sure that the error code was the one reported to livanova. A technical safety inspection was successfully performed: no hardware malfunctions were detected, the units worked as expected and within specification. Therefore, no replacements were carried out and the cp5 system was returned to service. Complaints database analysis revealed no similar event since unit installation in 2022. Based on all the above facts, any hardware malfunction on the equipment can be ruled out as root cause of the event. It cannot be excluded that issues related to the circuit configuration or to the operating conditions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.